Event description:
Additional information received from the patient reported that they have been getting a 48 hour charge out of the unit since it was replaced in (B)(6) 2020. The patient reported that to resolve the issue about getting 48 hours, the adaptive stim function was activated to see if that will help despite the diagnostic test project that it would 2 days, 2 ½ days or 3 days depending on the program.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they had only gotten 48 hours out of any of their programs since the implant was replaced in (B)(6) of 2020. Adaptive stim was activated to try to help but it did not. The issue had not been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had issues charging the ins for the last couple of charging sessions. When they tried to charge when the ins was at 30% and an hour later the ins had only charged an additional 30%. Due to this they said forget it and they would finish charging the ins the next morning. When they went to charge the next morning the ins was at 50% and it only got to 60% after 20 minutes and was fully charged in 2 hours. The patient was told it could be finicky when charging, however when they went to charge again with the ins at 50% it took 2 hours to charge 50%. Pt stated that for the last 4-5 minutes of charging the ins, the controller constantly went back and forth between recharging excellent and alerting her to reposition the rtm. When they gave up on charging the ins, they sat up and the controller told them that the ins was finished charging. The patient was frustrated that they had to recharge the ins every other night regardless of the program that they were using. They stated that they were told that the ins is set up and that she has three programs: one program should give her three days, one program should give her two and a half days, and one program should give her two days. Among all three of the programs, the most time she can get out of the ins was 48 hours before the ins needed to be charged again. They stated that they also adjusted the ins so that it would be positional to see if that would help extend the ins battery, but that hasn't helped. They weren't happy with the device. No symptoms were reported.